Manufacturer narrative:
Additional information received indicates that based on the patient's programming settings and physician's input, the ipg met normal longevity therefore this event is no longer reportable.

Event description:
Additional information received indicates that based on the patient's programming settings and physician's input, the ipg met normal longevity therefore this event is no longer reportable.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg has reached end of life. It is unknown if this occurred prematurely. Surgical intervention was undertaken and the ipg was explanted and replaced.